Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was maybe a month ago pt had trouble charging their implant (ins) and it did not want to recharge anymore, they couldn't get their recharger to work. Pt faithfully charged their ins every 3 days. Pt noted they were hooked up to recharge their ins for 2 hours the other night and they still got nothing so they quit. Pt said nothing appears on the screen when asked if the pt got any messages. Pt said this was not helping them. During call pt verified no damage to the controller charging port or to the recharger telemetry module (rtm) . Pt reset the controller and attempted to recharge their ins, pts controller battery was at 90% and the ins just showed recharging with no quality. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Additional information wa s received from a patient (pt). It was reported that they received the replacement rtm from this case, but their controller had an unknown message appear. Patient services specialist (pss) confirmed the pt was using the replacement rtm. Pt initiated a recharge session to their implanted neurostimulator (ins) with excellent quality. Pt noted their controller battery was at 100% and their ins battery was at 70%. Their ins battery increased to 90% during the call. Pt added their controller screen would go blank, which was normal to preserve controller battery. Pt charges every 3 days. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt monitor their device and call back if necessary. The patient then called back and stated they got another error message "poor recharge quality" and "recharging needs attention." Patient said that the controller now has no light flashing and says "position the recharger" on the screen. Agent had patient attempt to charge the implant; patient kept getting good recharge quality then back to poor recharge quality. Agent had patient readjust the antenna off center. Patient had excellent recharge quality and stated the implant was up to 90%. Patient said they think they need a new controller. Patient said last night when trying to recharge with the replacement recharger, it took 3.5 hours to charge with excellent quality. Patient added that all of a sudden at the end, it came up with a message that the battery needs to be replaced soon. Patient said the controller just went blank and would not come on or respond to anything. Patient left the controller be over night and it turned on this morning. Patient asked several times if the controller can be replaced because the events last night made them very disturbed, and they've thought the controller should have been replaced a while ago. A replacement controller was sent out. No symptoms were reported. Additional information was received from the pt. Pt called back stating they were sent an rtm and the controller and needed the lith battery. Pt states they were told a new battery was coming. Pt states they spoke to a manufacturer representative (rep) yesterday. Patient services (ps) walked pt. Through pairing equipment and pt. Was able to charge and seeing excellent.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97745 controller (ptm) (serial number (B)(6)) revealed no anomalies observed. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.